Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an oozing rash under back te pads. There was no alleged device malfunction contributing to wound. The patient¿s physician advised temporary removal of the device for the wound. Outcome of the irritation is unknown.